Event description:
End user called to complain that the calibration test for the device will not run. This was confirmed for troubleshooting by phone. The device was replaced and the defective one returned for investigation.